Event description:
The patient reported that the pump had been emptied and turned off for a year because the catheter was twisted and it broke. It was reported that the patient would all of a sudden get a "mega dose" of medication due to it being "kinked" and give him a "weeks worth" of medication all at once; the patient indicated that he would be "messed up" for a while. The patient believed the pump was alarming due to low implant battery but was not confirmed. The patient indicated that he could flip the pump over. The patient was currently on oral medications to relieve pain. The patient was seeking a new hcp as the patient had been dismisses by previous hcp as he did not listen to the patient when having problems with the pump and he went through withdrawals when the pump was turned off. The pump was used to deliver hydromorphone. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information: it was reported that refilling the pump had been difficult because, the pump was implanted ¿too deep,¿ and the patient had to be taken under fluoroscopy to fill it. It was further reported that the physician couldn¿t really feel the refill port during a refill, and the patient often flipped the pump over to get to the entry port. The patient would flip his pump over and over until it twisted the catheter off and pinched it off. Then the patient would not get any medicine. The patient would flip the pump around again and then all at once the patient would get a ¿mega dose¿ of medicine. It was noted that the patient kept getting ¿sicker and sicker¿ and was hurting ¿worse and worse.¿ the physician reportedly pulled all the medication out of the pump and then turned it off.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: unknown.

Manufacturer narrative:
(B)(4).